Event description:
Sorin group (B)(4) received a report that the double head pump touch screen was unresponsive post procedure. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the double head pump touch screen was unresponsive post procedure. There was no patient involvement. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue and confirmed that there were no signs of fluid/moisture ingress in the pump panel or touch screen and the touch screen surface was not externally damaged. However, there were traces of blood on the touch screen. The touch screen and pcb board were replaced to resolve the issue. Subsequent functional testing did not identify further issues and the unit was returned to service. The replaced touch screen was scrapped by the customer. As the defective part was scrapped, further investigation could not be performed and a root cause was not determined. However, the blood spillage noted by the service representative could have resulted in the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Device scrapped by customer.